Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage cable and the camera were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 images intermittently flicker on the monitors and at times have unexplained artifacts. There was no adverse patient involvement reported. There was no patient information reported.